Event description:
An alarm issue was reported with the adc device, with use with an unknown device. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "tiredness, fits, shaking," a seizure, and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of "sugary drinks" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an unknown device. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "tiredness, fits, shaking," a seizure, and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of "sugary drinks" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration of iphone 12 ios 16.4.1, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
An alarm issue was reported with the adc device, with use with an unknown device. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "tiredness, fits, shaking," a seizure, and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of "sugary drinks" for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.